Event description:
The patient received more medication than intended. At 1300, the primary line of the device was programmed to deliver morphine (100mg/100ml) at a rate of 1ml/hr and the delivery was started. No further programming parameters were provided. At 2000, the nurse entered the patient's room and found the morphine bag empty and the device turned off. The patient's respiratory rate was approximately 6-8 breaths per minute. The physician was notified and ordered the patient to receive an unspecified dose of narcan. After receiving the narcan, the patient's vital signs returned to baseline and no further medical interventions were required. The device was removed from clinical service. During testing at the user facility, the device passed testing for delivery accuracy. Though requested no additional information was provided.